Event description:
The customer reported the the vitros eci analyzer associated incorrect pt demographics with multiple sample ids. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.